Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion of blinatumomab. Patient receiving 270ml bag at 10cc/hour over 24 hours in the oncology unit. Bag put up at 17:55 on (B)(6) and was to be finished at 17:55 on (B)(6). The bag was found empty at 10:30 on (B)(6) 2018. (B)(6), however bag empty at 10:30 am on (B)(6). Patient was baseline narcoleptic. Patient was monitored for toxicity. No additional information is available.